Manufacturer narrative:
Device analysis report attached. This report is submitted on june 27, 2024.

Manufacturer narrative:
This report is submitted on may 14, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the receiver/stimulator. The patient was reimplanted with another cochlear device during the same surgery.